Manufacturer narrative:
Concomitant product: 3 lvp, 100ml baxter bag 0.9% sodium chloride injection usp, td (B)(6) 2016.

Manufacturer narrative:
Concomitant medical devices: (3)8100; 100ml baxter, 0.9% sodium chloride injection usp, lot # p339085 / exp. Feb 17; therapy date (B)(6) 2016. The customer¿s report that the device infused too fast was neither confirmed nor replicated. An ¿as-received¿ inspections performed on the pump module and disposable set found the module to be in overall fair condition with the instrument seal intact. There were no anomalies observed with the returned primary set. The event was reported to have occurred sometime on (B)(6) 2016, however analysis of the pcu and pump module event logs shows no entries for that date. An infusion matching the event description was started at 11:13 pm on (B)(6) 2016, and ended at 1:12 am on (B)(6) 2016. The pcu event log shows that at 7:04 am on (B)(6) 2016 the module was infusing diltiazem 125mg in 125ml at 10ml/hr. The vtbi was changed to 100ml. At 9:44 am, the rate was changed to 5ml/hr. At 2:52 pm, a delay for 45 minutes was programmed. At 3:37 pm, a delay for 30 minutes was programmed. At 4:07 pm, the delay was cancelled and the infusion was started. At 7:01 pm, the volume infused was cleared. At 12:38 am on (B)(6) 2016, a delay for 10 minutes was programmed. At 12:48 am, a delay for 60 minutes was programmed. At 1:12 am, the device was channeled off and the system was powered off. Multiple patient side occlusion alarms occurred during the approximately 18 hour period noted. The volume recorded as being infused from the time the vtbi was changed to 100ml at 7:04 am on (B)(6) 2016. The last patient side occlusion alarm before the device was channeled off was 92.372ml. Functional testing performed found the pump module to be delivering fluid within specification. There were no anomalies observed with the returned primary set (model 2420-0007) and there were no leaks observed from the set. The root cause of the customer¿s experience of the lvp infused too fast was not identified.

Event description:
The customer reported that 125 ml of diltiazem l intended to infuse at 5 ml/hr was found completely empty within 1 hour although the total volume infused recorded by the pump was noted to be only 27.5 ml. Subsequent to the event, vital signs were taken every 5 minutes, a stat 12 lead EKG was done, and the patient was placed on 1:1 monitoring for 1 hour. No sequelae were reported by the customer.